Event description:
It was reported that after implantation of a 3.0x12 xience xpedition stent in the 90% stenosed proximal left anterior descending (lad) coronary artery, a plaque shift occurred. A 2.5x08 xience xpedition was implanted to cover the plaque shift, but this resulted in a small dissection. A third xience xpedition, 3.0x12, was implanted to treat the dissection in the mid lad. There was no adverse sequela reported. On (B)(6) 2013, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: trek 2.5x8 dilatation catheter; xience xpedition 3.0x12. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The other xience xpedition device referenced is being filed under a separate medwatch MFR number.